Event description:
The customer reported to the competent authority that the chisel tip was damaged. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The event involves a device that is not sold in the u.s., but a similar device is commercially available in the u.s.